Event description:
Consumer was allegedly getting into chair with/transfer board from the side, chair slipped sideways on hardwood flooring. Wheel locks were on. User fell. No injury. Dealer needs wheels with tread.